Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 4 months, 17 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the hospital with significant hematochezia, fatigue, lightheadedness, and hemoglobin level dropped from 11-12 to 7.8 g/dl. The patient had gi bleed and was on aspirin and warfarin. Additional information on (B)(6) 2018: on (B)(6) 2018, the patient inr level is 1.9. Aspirin, warfarin, and heparin was given to the patient for anticoagulation treatment. Esophagogastroduodenoscopy (egd) was performed on (B)(6) 2018 and found no source of bleeding. On the same day, colonoscopy was performed finding hemorrhoids on perianal exam with blood in entire colon, but found no source of bleeding. The patient underwent a capsule endoscopy on (B)(6) 2018 and was unremarkable. There was no overt bleeding or melena found as of (B)(6) 2018. The patient's hemoglobin (hgb) level dropped to 6.5 g/dl and 1 unit of packed red blood cell that increased hgb to 8.0 g/dl on (B)(6) 2018.

Manufacturer narrative:
The patient was ongoing with heartmate 3 lvas. A direct correlation between heartmate 3 lvas, and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.